Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2012 and performed to specification, alongside random manual power ons, up to the (B)(4) 2015. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time and remained in fault mode until a further pad-pak was installed. The returned pad-pak was inserted into the device and the device failed to power on. The test pad-pak was installed, the device passed a self-test, the red status led was observed to be lit in time with the pad-placement leds. The device failed to power off using the on/off button. This indicates a fault. Upon internal inspection corrosion was observed on the membrane tail. The corrosion indicates the device had been stored in adverse conditions. Investigation found the reported fault can be attributed to membrane failure due to corrosion. This resulted in the device switching on automatically when the pad-pak was inserted and the ten minute time outs.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.